Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker exhibited failure to capture and undersensing. No programming changes were made. No patient consequences reported.